Manufacturer narrative:
H10. Additional information- d5, g2, h6 health effect - impact code & medical device problem code. H3. Investigation results: the patient experienced a bone fracture during device removal, there is no indication that the device malfunctioned or caused the bone fracture. It is most likely that the method of device removal contributed to the bone fracture. It is noted in the IFU that: bone quality must be considered to ensure that the prostheses does not subside or migrate; fracture of host bone should also be considered. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 9 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. From revision operative report- "tibia fracture posterior lateral during extraction of the implants.¿ there is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6); 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6); 02-012-44-3011 - logic tibia implant psc insert, sz 3, 11mm. (B)(6); 200-02-29 - three peg patella 29mm.